Manufacturer narrative:
A third party service agent performed an initial evaluation on the customer's device and verified the reported issue. Physio control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device experienced an unexpected shutdown. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with the event.

Event description:
The customer contacted physio-control to report that their device experienced an unexpected shutdown. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio-control analyzed the device downloaded data and confirmed that the device did power off 6 times. The batteries in use were not low and during each power off cycle there is a power switch occurring with the batteries that is not normal which results in the info for battery 2 not being logged. These observations indicate that the battery in well 2 may not have been latched in all the way or the battery in use battery latch is defective, however, this could not be confirmed conclusively.